Event description:
This ra lead was implanted on (B)(6) 2009. A call to technical services on 12/22/11 states that the pr interval is 300ms, blip on the ra egm, not seen by the device even at .15mv in bipolar. Has not tried unipolar. Is dddr but intrinsic rate is ~650ms, why does it not ap? Dr. (B)(6) . Ts explained vv time is faster than the va time, does not need to pace. Can clearly see p waves on the surface EKG. Check in unipolar to see if better sensing can be observed. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).